Event description:
During dressing change, rn broke PICC line and was unable to remove it. Pt was later admitted to hosp for possible cut down. PICC was successfully removed by the surgeon in the operating room. Pt did not require cut down procedure.